Manufacturer narrative:
(B)(4). One filled infusor unit was received with a connected patient control module (pcm). Visual inspection and functional leak test were performed and revealed leakage inside of the pcm's housing. The leak was observed at the edge of the pcm's reservoir. No evidence of leak was observed in the infusor unit. The reported leak condition was confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be a breach in the seam weld of the reservoir. However the cause of the breach could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient control module (pcm) leaked during patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot number was manufactured between march 4, 2013 - march 11, 2013. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up medwatch will be submitted.